Event description:
It was reported that (6) er320 were used during lap chole. It was reported by the rep that the er320 in the vha and lap gb kit (vdc32) was scissoring the clip because the jaws of the er320 were scissoring. This happened on multiple case until the or removed the affected lots of (vdc32) kits and the er320. It is unknown how the case was completed. There was no consequence to pt.